Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone number: (B)(6).

Event description:
It was reported that a foreign object was present which leads to a device contamination. During preparation and prior to opening the package of a 190 cm samurai guidewire, a foreign object was observed inside the packaging and compromised the sterility of the device. The procedure was completed with a different device. The patient condition following the procedure was stable.

Event description:
It was reported that a foreign object was present which leads to a device contamination. During preparation and prior to opening the package of a 190 cm samurai guidewire, a foreign object was observed inside the packaging and compromised the sterility of the device. The procedure was completed with a different device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone number: (B)(6). Device evaluated by MFR.: the samurai device was returned in a sealed product pouch. Visual and microscopic inspection revealed that the product pouch had a complete seal and there was red foreign material present inside the packaging approximately 1.5cm in length. The foreign material was in the bottom left corner of the pouch under the label near the bottom seal. Media was also provided and examined. The photo showed the sealed samurai device with foreign material visible in the bottom left corner of the pouch. The media matches the returned device.